Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the distal body broken, the ccd module cloudy (not clear view), the distal body cracked, and the bending rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.